Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported high ketones and subsequent ER visit. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And provides the following warning "only use freestyle test strips and freestyle control solution with the system. Using other brands of test strips and control solutions with the system can produce inaccurate results."

Event description:
Patients mother reported patient going to the emergency room (ER) due to severe nausea, abdominal pain and headache, with measured high ketones. No blood glucose levels were provided. The pod was placed on the leg for 24 to 36 hours. Patient was treated with IV fluids and then released after 6 hours once he ate. Customer noted feeling this was not an issue with the pod failing, but with the strips their pharmacy had provided them to begin with which could result in inaccurate readings.